Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Two (2) certain titanium hexed screw (iuniht) were returned for investigation. Visual evaluation of the as returned product identified signs of use, however, no damage was seen. Functional testing was performed with an in-house mating device (implant). The devices were able to engage as normal. No malfunction was identified. Therefore, the reported event could not be recreated. Pre-existing condition noted in the per was low bone density (type iii and type IV). The device had been placed on tooth # 16 (universal). DHR review was completed for the subject lot number 1248825. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number 1248825 for similar events and 1 other relevant complaint(s) was identified. Review completed utilizing keywords: functional : loosening. Therefore, based on the available information device malfunction did not occur. Additionally, the reported event could not be verified as the exact details of event were nonverifiable.

Event description:
No further event information is available at the time of this report.

Event description:
The doctor reports that the screws loosen despite having used the manufacturer's recommended torque. The affected tooth position is #16. The doctor reports "pain".

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided. Additional device information unknown / not provided. Device manufacturer date unknown / not provided.